Event description:
I underwent r inguinal hernia repair with the davol bard mesh perfix plug. I have had abdominal discomfort continually. Recently I went to physician who says the mesh came loose and I will need to have it repaired again. Initially, I was told by initial surgeon once the hernia was repaired, it would be fixed now I have to have more surgery to repair the mesh. Dates of use: 2004. Diagnosis or reason for use: hernia repair.